Event description:
A report was received that the patient was explanted due to infection at the pocket and lead site. The patient's symptoms were soreness and drainage. The patient was prescribed antibiotics.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-2218-50 (B)(4) description: enh st ld kit,50 cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.